Manufacturer narrative:
(B)(4). The device was received in the unlocked position, with dried tissue/body fluids in the jaws and with the cord cut off.due to the returned condition, functional testing could not be performed but the device was mechanically tested and the jaws opened and closed without difficulty.the instrument was disassembled and no evidence was found as to what could have contributed to the activation issues.it is possible that when the tissue/body fluids dried, the jaws may have become difficult to open and close.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When the information is received, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the jaws of the device would not open to grab the tissue . They completed the procedure with a new like device. There was no patient consequence reported.